Event description:
It was reported that four dental implants were placed in a patient's mouth using a mguide that was planned on msoft (non-dentsply sirona product) software and the implants are not in the same position as what was planned in the planning software. This report is for one of the dental implants.

Manufacturer narrative:
Since a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.